Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the wake button was sticking. Additionally, it was reported that the insulin gauge was inaccurate and static. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged screen on/ quick bolus button - stuck issue was verified, but the hs insulin gauge/fill estimate-undefined supply issue could not be verified.